Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged using multiple charging sources. Blood glucose was 108 mg/dl. The customer had manual injections available as backup therapy.